Event description:
The patient's physician later reported that they could not elaborate on this report. The patient did not go to the emergency room or have their device interrogated. There was no indication of trauma to the device. It cannot be determined if trauma or a fall caused damage to the device. When they were last interrogated on (B)(6) 2024, the battery was dead. No other relevant information has been received to date.

Event description:
It was reported that the patient had a battery replacement due to trauma/ stopped working;. The device had been previously disabled. The explanted device is not available for return to the manufacturer, indicating it was likely discarded. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any defects¿ or malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.